Event description:
It was reportedly by the attorney that the plaintiff underwent an unspecified surgery where vicryl sutures were used. As per the attorney, the plaintiff developed a post-operative infection. No other info was provided.